Event description:
It was reported that an scs trial patient had been experiencing pain/discomfort at the site of their scs trial leads. The patient pulled the leads out and had her friend cut the remaining components. Patient was later placed under fluoroscopic imaging and the leads were noted to still be in the epidural space. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's physician was able to remove one of the leads fully, but the other lead had migrated 1 vertebral body up, making it too difficult for the physician to remove. Surgical intervention may take place at a later date to retrieve the remaining lead portion.

Manufacturer narrative:
Section b3: event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.